Event description:
Routine complaint investigation when a consumer reported receiving an incorrect calibration bar in a box of test strips. The combination of calibration codes if used to product an assay could result in a clinically significant reading. There was no report of death, serious injury or mistreatment associated with the event.